Manufacturer narrative:
The astral main circuit board was not returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device did not power on after a main circuit board was installed. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device main circuit board was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Visual inspection revealed pins on the x5 connector were bent and in contact with each other. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to top case assembly error during manufacturing or service. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on after a main circuit board was installed. There was no harm or serious injury reported as a result of the incident.